Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating the tracheostomy tube was checked for leaks prior to intubation; no leaks were found at that time. After the device was in use for the patient for an unknown amount of time, the device reportedly began leaking. No incident related medical sequela was reported.